Event description:
The customer contact reported that the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. This report represents all the information known by the reporter upon query by hospira personnel.